Event description:
The titanium screw has fractured. Visual inspection of the returned implant suggests that the screw fracture may have been involved in this event.

Manufacturer narrative:
No lot or order number has been provided. The visual inspection and a review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause has been determined. Method codes changed. Actual device involved in incident was evaluated. Visual examination.